Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was found in storage mode emitting a constant beep tone. Interrogation of the ICD noted fault codes and the following warning messages: "warning parameter error" and "possible device malfunction." Cpi received additional information that the counter information was incorrect.